Manufacturer narrative:
Visual examination of photos provided by affiliate found the tip had become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the tighteners¿ hexlobes stripping could not be determined from the samples and the information provided. A potential root cause may be not fully inserting the instrument flush with the set screw during tightening. There has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3 other text : sample discarded

Event description:
The driver tip threads are damaged and worn and need replacing. This was noticed by cssd after case. Rep will return these damaged items to loans, replacement is needed to be sent to hospital. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.